Manufacturer narrative:
(B)(4).

Event description:
It was reported that app not running occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the app was manually closed. No injury or medical intervention was reported.